Manufacturer narrative:
Additional implant dates: 2008.

Event description:
Initial information was reported by an office staff manager to a sales representative on 06-aug-2009: a female patient of an unknown age was treated with an unspecified amount of poly-l-lactic acid [sculptra] (lot # and expiration date not provided) injections for an unspecified indication on an unspecified date. The reporter stated the patient is "high maintenance" and is not happy with her poly-l-lactic acid injections. The patient's complaint to the office manager was that "one side is flat. The other side is cottage cheesy". Concomitant medications and relevant medical history were not provided. No further relevant information reported. Additional information for sculptra (lot # and expiration date - not provided) from product technical complaint report case dated 2009, received on 27-aug-2009: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Additional information received from office staff manager on 09/23/2009: received hcp data collection form and poly-l-lactic acid form. Office mgr stated that in 2008, the patient noticed asymmetries and lumpiness along cheek area. Pt was injected with 7 ccs of poly-l-lactic acid (lot# 1a7018, exp date 06/2009) for treatment of rhytidosis facialis approximately every 6 weeks in 2008. Office mgr also stated that poly-l-lactic acid was reconstituted with sterile water for injection at 5ml and lidocaine at 2ml. Patient's demographics were provided, dob, age, weight, height and gender. No medical history was reported. No further information provided. Additional information received from a patient care coordinator on 10/02/2009: on an unspecified date, the patient noticed lumps/nodules (interpreted as cottage cheesy) that were less than the size of a dime in the affected area. No other medications or interventions were done to correct the reported reaction. The event remained ongoing at the time of this report. No further relevant information reported.